Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During evaluation, fse checked the fingers on the sample height detection unit finding that they flexed normally. Fse adjusted the positions at the sample diluent position, the test cup position, the drain position, and the sample cup position. Fse adjusted the z-height at the sample cup as it did not go down deep enough to aspirate the sample. Quality controls (qc) were run with acceptable results. There were no further 2011 error messages. The instrument was operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed serial number (B)(4) from 07-aug-2017 through aware date of (B)(4) 2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages - if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 2011 air detected [sample] as indicating that "there is no contact with the liquid surface after sample suction. Contact the service department for troubleshooting." The most probable cause of the 2011 air detected error messages was the z-height at the sample cup needed to be adjusted.

Event description:
A customer reported error messages 2011 air detected on quality control (qc) level 1 with the aia-360 instrument. Technical support (ts) instructed the customer to prime the sample diluent and it primed twice without any errors. The customer then primed the bf wash twice without any errors. The qc level 1 was run in position 1 and resulted in the error 2011. The qc level 2 was run in position 2 and returned with results within acceptable range. The wash and diluent were made about 7 days prior. Ts instructed the customer to perform an alcohol shutdown, repeat the daily check with new substrate ii, and then repeat the controls. However, the customer called back and reported that the error persisted. Fse was dispatched to address the reported event, which resulted in a delay of parathyroid (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.